Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and patient was hospitalized on (B)(6) 2017. The customer reported that they were having high blood glucose and after changing her set twice on monday she went to emergency room on tuesday morning. Patient's blood glucose at time of incident was 440 mg/dl. Patient's current blood glucose was 245 mg/dl. The customer was wearing the pump at time of hospitalization. The customer declined to troubleshoot since her blood glucose was fine now. The insulin pump will not be returned for analysis.